Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the trunk cable being pulled from the strain relief, causing the pule wire to become detached from the dn to rear te pulse wire. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.